Event description:
It was reported that left ventricular (lv) loss of capture was suspected for this cardiac resynchronization therapy defibrillator (crt-d) system. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received in which technical services (ts) noted that this crt-d system was capturing. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The field representative confirmed that there was no product malfunction, this would be a non reportable event. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that left ventricular (lv) loss of capture was suspected for this cardiac resynchronization therapy defibrillator (crt-d) system. This crt-d system remains in service. No adverse patient effects were reported.